Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition 48 everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the patient underwent a coronary stenting procedure, treating a target lesion in the left anterior descending artery. Pre-dilatation was performed and a 3.0 x 48 mm xience xpedition stent was deployed. A stent edge dissection was noted and was treated with implantation of a second xience xpedition stent. There was no adverse patient sequela. No additional information was provided.